Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged a pre-audio inop message on the speaker of the complaint device and requested support. A good faith effort (gfe) was forwarded to the field to determine if the complaint device had suffered a confirmed loss of audio signal in addition to the reported inop message. A response was provided from the field to this additional information request which confirmed that a loss of audio had occurred to the complaint device. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.